Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 20mmx2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed from the patient and it was noted that the edge of the stent strut were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.